Event description:
Reporter indicated that vns pt experienced an increase in seizures after an increase in programmed device output current. It was reported that stimulation was initiated at time of implant at 0.25ma normal mode output current and that introperative device diagnostic testing was within normal limits. At follow-up office visit, programmed device output current was increased to 0.75ma, after which the pt exprerienced 21-22 seizures in a 24-hour period. It was reported that this was more seizures than the pt ever had in one day. After programmed device output current was increased to 1.0ma, the pt reportedly had no further seizure activity.